Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure and mesh was implanted concurrently with cystourethroscopy.

Manufacturer narrative:
It was reported that the patient experienced pain, infection, urinary problems, bowel problems, recurrence, and dyspareunia. It was reported that patient underwent hysterectomy, bso, and lysis of adhesions on (B)(6) 2011. It was reported that patient underwent lysis of adhesions on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that patient underwent anterior repair, status post previous mesh placement, remex adjustable sling, suprapubic catheter placement and diagnostic cystoscopy on (B)(6) 2013 due to cystocele and sui. (B)(4).